Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) became separated from the catheter upon insertion into the sheath. The product was discarded and another device from the same lot number was used to proceeded with a successful closure. There was no reported patient injury. The device was stored and prepped according to the instructions for use. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) became separated from the catheter upon insertion into the sheath. The product was discarded, and another device from the same lot number was used to proceed with a successful closure. There was no reported patient injury. The device was stored and prepped according to the instructions for use. Additional information was requested but not provided. The device was used in an interventional procedure. The procedure was treating the right leg, and a left groin puncture was made. The radiologist performing the procedure was trained in the mynx device. A 5f non-cordis sheath was used for the procedure, then exchanged for a 5f cordis sheath to use with the vcd. The vessel was reviewed on computed tomography imaging prior to the procedure and under ultrasound and fluoroscopy during the procedure. The device was noted to be separated when the radiologist went to insert it into the sheath. The device did not enter the patient. There was no resistance during any part of the procedure, and no excess force was used. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found in its manufactured position, fully covered by the sealant sleeves. No damages were observed in the sealant sleeves. Dimensional analysis was performed to verify the proximal bond length. Dimensional analysis results were found to be within specification. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). No damages were observed to the balloon. The reported event of ¿balloon-separated¿ was not confirmed through analysis of the returned device as there were no separations or damages noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since there were no separations of the device noted and the balloon passed functional analysis. However, prepping/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) became separated from the catheter upon insertion into the sheath. The product was discarded and another device from the same lot number was used to proceeded with a successful closure. There was no reported patient injury. The device was stored and prepped according to the instructions for use. Additional information was requested but not provided. The device was used in an interventional procedure. The procedure was treating the right lef, and a left groin puncture was made. The radiologist performing the procedure was trained in the mynx device. A 5f non-cordis sheath was used for the procedure then exchanged for a 5f cordis sheath to use with the vcd. The vessel was reviewed on computed assisted tomography imaging prior to the procedure and under ultrasound and fluoroscopy during the procedure. The device was noted to be separated when the radiologist went to insert it into the sheath. The device did not enter the patient. There was no resistance during any part of the procedure and no excess force was used. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) became separated from the catheter upon insertion into the sheath. The product was discarded and another device from the same lot number was used to proceeded with a successful closure. There was no reported patient injury. The device was stored and prepped according to the instructions for use. Additional information was requested but not provided. The device was used in an interventional procedure. The procedure was treating the right leg, and a left groin puncture was made. The radiologist performing the procedure was trained in the mynx device. A 5f non-cordis sheath was used for the procedure then exchanged for a 5f cordis sheath to use with the vcd. The vessel was reviewed on computed assisted tomography imaging prior to the procedure and under ultrasound and fluoroscopy during the procedure. The device was noted to be separated when the radiologist went to insert it into the sheath. The device did not enter the patient. There was no resistance during any part of the procedure and no excess force was used. The device was not returned for evaluation as previously expected.